Event description:
It was reported, the pt is experiencing heating at the ipg pocket site and shocking sensation when communicating with her programmer. An sjm rep met with the pt and reprogrammed her device. The pt is being monitored to determine if issues are resolved.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.